Event description:
It was reported that during the patients lead revision procedure (related manufacturer reference number: 3006705815-2021-04498) on 21 jun 2022 the physician damaged the ipg casing causing an error message to appear. The ipg was able to be recovered and remains implanted providing therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.